Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged top rail and latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged top rail and latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that there were exposed sharp edges reported as a result of the damaged latch spindles.